Event description:
A patient who was enrolled in a study underwent a da vinci assisted pulmonary lobectomy. Eleven days after discharge, a post-operative pneumothorax was identified. The patient required re-hospitalization and an unspecified bedside procedure for treatment. There was no report of a da vinci device malfunction. The study investigator reported the event as clavien-dindo grade iiia, severe, not related to a da vinci device, not related to the patient's underlying disease status, but possibly related to the procedure.

Manufacturer narrative:
There was no report that a da vinci system, instrument or accessory malfunctioned during the procedure. Investigation revealed there were no related system errors to have occurred during the surgical procedure that would have likely caused or contributed to the reported complaint.